Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) and progesterone results for one patient on their e601 analyzer. The customer provided data for one discrepant hcgb result. The patient's initial hcgb result was 410.8 miu/ml and it was reported outside the laboratory. The initial result did not match the customer's previous hcgb results. The patient was informed that her pregnancy was not viable and her ivf cycle was halted. On (B)(6) 2013, the sample was repeated and the result was 19511 miu/ml. The patient was not adversely affected by this event. The hcgb reagent lot number was 169563 and the expiration date was 01/30/2014. It was noted the customer was using polystyrene pilot tubes that are quite narrow in diameter and the customer did not use the recommended rack adaptors.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.